Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure for an aortic aneurysm repair using ruby coils. During the procedure, the physician deployed and detached two ruby coils into the patient without an issue. While attempting to advance a new ruby coil through the lantern delivery microcatheter (lantern), the physician encountered resistance and was unable to advance the coil further. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil and the same lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.